Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low on the small battery drive device. It was further determined that the device failed pretest for check power with the test bench, check the attachment coupling, check the oscillation angle, check the off/oscillation/on switch mode function, check switching function, check the triggers and electronic control unit function, check the function with console, and check compatibility. It was noted in the service order that the device was turning, but lacked power and was making an unusual noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.